Event description:
Procedure: appendectomy. According to the reporter: during the case scissoring occurred and malformed clips came out. When the surgeon tried to remove it from the port, both the device and the port were disengaged. Clips fell into pt cavity and most of them were retrieved, but some might remain in cavity. Additional manual suturing was done. No additional bleeding and/or no tissue damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4)